Event description:
The nurse correctly calculated the patient's next dose of insulin as 8.5 units. The nurse went to the drawer containing the insulin syringes, each of which was in a separate package (.3 cc (30u), .5 cc (50u), and 1cc (100u)syringes). The nurse mistakenly thought she had taken out a 10 unit syringe, but in fact, she took out a 100 unit syringe. The nurse drew up what she thought was 8.5 units of insulin, verified this with the charge nurse, and administered it to the patient. As she was withdrawing the needle, she realized there was an additional "0" next to what she thought was a "10" marker on the syringe. The nurse immediately ordered d10 (dextrose 10%) from the pharmacy, called the physician, and the lowest glucose reading obtained was 61. In reviewing the insulin syringes that were available, all three sizes have orange colored needle covers. Although the sizes are different, the differences are not extreme to a user who only occasionally administers insulin.